Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues persist.